Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow-up-report.

Event description:
The customer reported that while a patient was being transported, the ventilator shut down and emitted a loud audible alarm. No patient injury was reported.

Manufacturer narrative:
The service technician on site determined that the ps500 battery set was being found out of specification and could not hold the required charge. A voluntary recall has been initiated regarding this topic and has been already reported to FDA. The customer has been informed about the safety notice. Although the customer was aware of this safety notice, he decided to make the device not available for a battery replacement. A further investigation of the total battery operating time and posted alarms was not possible since the log file was not available for evaluation. If the battery is discharged and the mains supply is missing, the device posts an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing.

Event description:
Please refer to the initial-report.